Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient¿s blood glucose on an unknown date was above 600 mg/dl without signs or symptoms of hyperglycemia. The reporter noted the patient did not receive any treatment above and beyond the usual routine of diabetes care and management, they remained on pump therapy, and the pumps settings were not recently changed. Troubleshooting could not be completed. It was reported there were missing bolus records from the bolus history. This complaint is being reported because the reported health event was attributed to a pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 02/14/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/26/2017 with the following findings: the pump was returned with the following basal program settings: 1.6 u/hr with a total of 38.4 u/day. A review of the pump basal change history on (B)(6) 2016 and (B)(6) 2016 does not match basal program 1. The program was set to 1.5 u/hr for (B)(6) 2016. On (B)(6) 2016, the program was changed to 0.0u/hr at 12:26, 1.5u/hr at 12:41 and 1.6 u/hr at 14:29. User changes to the basal program would cause the tdd¿s for (B)(6) 2016 and (B)(6) 2016 to appear inaccurate. The pump was put on a basal program of at least 1u/hr for 24 hours during the investigation; pump history indicates the tdd was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.